Manufacturer narrative:
The customer¿s reported problem was confirmed. Complaint escalations, infusion products global customer support operations. Statement on DHR review from investigation summary statement on complaint history record from investigation summary. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed has a 8015 unit giving him a 121.2002 error. Sn:(B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: recommended to replace the 24v switching power supply. Gave part number and transfer to com for pricing. Ref: (B)(4).